Manufacturer narrative:
Previous driveline infection was covered in MFR # 2916596-2019-02292 and 2916596-2021-02350. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with sepsis in setting of a chronic driveline infection. There was increasing power noted on interrogation since admission. The patient had a new change in mental status and was slurring speech and had a slight facial droop. The patient was in process of a workup for cerebrovascular accident. The log files were submitted for review and captured slight elevations in power and flow during the 11 day length of the file, with some associated to pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured a slight increase in power and flow elevation on (B)(6) 2021. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. The account stated that the device operated as intended and will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2014. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists infection (local, driveline or pump pocket infection), stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported the patient was admitted with chills, cough, fever, diarrhea, and drainage from the left ventricular assist device (lvad) site and pseudomonas bacteremia and positive pseudomonas on the driveline culture. The patient had a history of corynebacterium that included heavy c amycolatum in (B)(6) 2018. Gemella and dermabacter from cultures around driveline site. The patient had an ischemic stroke and spontaneous subarachnoid hemorrhage in the setting of subtherapeutic international normalized ratio of (B)(4), with a computed tomography. The patient was made comfort care on (B)(6)2021 and expired on (B)(6)2022.